Manufacturer narrative:
Device manufacture date from march 25, 2016 to march 30, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection under magnification was performed and revealed the bladder was ruptured. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate burst. This occurred before use and there was no patient involvement. No additional information is available.